Manufacturer narrative:
The customer¿s report of the set leaking near the filter was confirmed. Visual inspection showed no obvious damage or issues. Pressure testing resulted in a leak at the engagement between the filter outlet and tubing. Inspection under magnification showed insufficient/lack of solvent at the tubing engagement. The root cause of the insufficient solvent is improper assembly due to equipment and/or operator error.

Event description:
The set was received as an unexpected product returned. A note attached to the returned product states "leaking near filter." Blood was seen in the fluid path. There was no report of patient harm.